Manufacturer narrative:
The device was not retuned for evaluation as it remains implanted. The reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It is well known bioprosthetic tissue valves can deteriorate with time and eventually fail due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Risk factors previously found to be associated with bioprosthetic svd include younger age at implant, mitral valve position, renal insufficiency, and hyperparathyroidism. The valve degeneration clinically observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included aortic valve replacement, maze for arterial fibrillation, and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. This event is associated to report number: 2015691-2016-00550.

Event description:
Edwards received information from the physician that the 19mm 3300tfx presents with moderate aortic stenosis after an implant duration of 5 years, 11 months, and 17 days . The physician reported that the (B)(6) year-old frail female patient refused further open surgery, and was unable to comment on whether the aortic stenosis was symptomatic. This event is associated to report number: 2015691-2016-00550.